Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor was performing the procedure according to IFU. However, the syringe was leaking and blood came out. A new device was obtained.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) for evaluation. Visual inspection was performed and no issues were identified. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was initially felt, but the plunger body was able to move to the bottom of the syringe, therefore, the sample failed the push leak test. A device history record review was performed and no relevant findings were identified. The report that the ars leaked could was confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test, but failed the push leak test. The probable cause of this issue is manufacturing related. A non-conformance has been initiated to further investigate this complaint issue.

Event description:
The customer reports that the doctor was performing the procedure according to IFU. However, the syringe was leaking and blood came out. A new device was obtained.